Manufacturer narrative:
The impella device was not received from the customer as the site indicated the device was discarded. Therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient (unknown race and ethnicity) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and was malpositioned by the mitral valve. The impella cp device was removed, the left ventricle was rewired, but the staff was unable to readvance the pump into position. The impella cp device was explanted; a plan to reevaluate the following day was noted. The patient was noted to be in stable condition following the event.